Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). See report for any product information received. Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
During routine trial reduction, with trial components insitu, the surgeon leant down firmly on the patient's left knee to ensure full extension. A loud crack was heard. On inspection, the trial femoral component was found to be damaged. The joint was inspected, no foreign material was found, the joint was copiously lavaged. 5 minutes delay.

Manufacturer narrative:
The device associated with this report was not returned, however provided photograph of the reported device confirms trial breakage. A complaint database search on the provided product code family identified similar reports which when confirmed were attributed to suspected misuse and or product wear out due to normal intended use. Without the reported device to examine, a definitive root cause is unknown. (B)(4) was performed by commercialized product development on the attune femoral trial family and concluded there are no design improvements, protective measures or information for safety that would definitely reduce the risks associated with these complaints without potentially increasing/adding other risks. No further work required. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.